Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. No catalog or lot # provided. PMA / 510(k) #: this information is unknown, because the catalog # is unknown. Device manufacture date: unknown. Investigation summary:customer returned one (1) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, cloudy and crystallized residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual crystallized insulin from prior usage. Investigation by the manufacturer (dun laoghaire) is not necessary as the crystallized insulin residue was already identified and removed from the sample. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause summary: the possible root cause for this issue: crystallized insulin from prior usage, indicating reuse, would be the cause for no flow through the pen needle.

Event description:
It was reported that a pen needle was found to be blocked. The following information was provided by the initial reporter: "needle blocked."